Manufacturer narrative:
Correction: h.4. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered when patient removed the cassette after cancelling treatment. Patient said there were several air detected in cassette warnings during drain 2 of 3. The patient discovered fluid in the pump module area and on the external part of the cassette. Technical services instructed the patient to let the cycler sit open overnight and then try using it the next day. Additional information has been requested, but not received. The cycler set is not available to return for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak encountered when patient removed the cassette after cancelling treatment. Patient said there were several air detected in cassette warnings during drain 2 of 3. The patient discovered fluid in the pump module area and on the external part of the cassette. Technical services instructed the patient to let the cycler sit open overnight and then try using it the next day. Additional information has been requested, but not received. The cycler set is not available to return for investigation.